Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they previously experienced symptoms of fainting, shortness of breath, bradycardia and dizziness but they have since resolved. The patient also reported wheezing when lying down. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.